Event description:
It was reported that prior to starting a da vinci si surgical procedure the yellow plastic around the tip of the maryland bipolar forceps instrument was cracked and damaged. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the yaw pulley was charred yaw. The yaw pulley exhibited charring and localized melting near the conductor wire exit. Material was missing. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.